Event description:
When the physician advanced prowler select lp es presidio 18 8mmx30cm coil, he felt great friction. So he changed to use boston excelsior sl-10 microcatheter to complete the procedure.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.

Manufacturer narrative:
With the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.